Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high svc (superior vena cava) coil impedances on the right ventricular (rv) lead. A confirmed lead fracture was noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.